Manufacturer narrative:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd. Legacy plus pumps 6500 complaint of low battery alarm appeared was not confirmed, during functional testing. The event log revealed, low battery alarm on 27 of january, 2021 and 8 of february, 2021. The overall condition of the device was good. Action was taken for preventative to replace the back up capacitor. The device passed all functional testing after maintenance completed.

Event description:
Investigation completed.

Manufacturer narrative:
Product 510k is unavailable at this time.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that during the use of the product, a "low battery" alarm went off; there was no patient injury.